Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-02904. The pt received her scs system on (B)(6) 2011. It was reported that the pt was having difficulty recharging her ipg. The pt has to use a great amount of pressure to locate the ipg with the charging antenna. It was also reported that the pt had an infection in her upper back and was being treated with antibiotics. No medical info is available at this time.